Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Closed capsulectomy performed. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device. Yellow particles observed in the surface of the device.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.

Event description:
Device has been explanted and replaced.